Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "when I went to insert the needle I hit the bone in the left humeral head. I then activated the drill. The drill was fully charged during this call. The drill began to turn the needle to insert. During this time "the needle stayed in the same spot without advancement into the bone for 2-3 seconds "similar to a screw not in line with a hole to catch threads" once I got the needle to advance into the humeral head, I noticed in my opinion a "critical failure" of the needle. While removing the drill the needle was pulled out slightly. This was just from taking the drill off. " no other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.